Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6) rev. K. Product ID: bi71000529, serial/lot #: (B)(6) rev. 1. H3,h6: the drive rotor tractor was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Tested motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shown belt was missing teeth and caused the belt to skip, not allowing gantry to spin correctly. Damaged assembly. B01,c07,d02 codes are applicable. H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue. Pendant passed visual inspection. Installed pendant on test system. The system and pendant booted and readied. Performed 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. B01,c19,d14 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced rotor tractor drive, pendant, and handswitch. System passed all testing. Updated section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6). No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192; product ID: bi71000194; product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the gantry rotor was stopped abruptly during spins. There was no patient involved.